Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a review of the device history records and a review of labeling. Return material was not available from the customer. Specificity testing protocols were executed using reagent material from prism (B)(6) reagent lots against a reference reactions tray lot and the reaction tray lot in question (lot 38074m500). The results showed normal performance, without false reactive results, which determined they are performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency was not identified for the reaction trays or the abbott prism next system, ln (B)(4).

Event description:
The customer observed false positive hiv, hcv and hbsag results for multiple patients while using the prism analyzer. The customer provided the following information: total number of hiv false positive results per month: (B)(6) (11), (B)(6) (18) and (B)(6) (33); total number of hcv false positive results per month: (B)(6) (22), (B)(6) (14) and (B)(6) (14); total number of hbsag false positive results per month: (B)(6) (2), july (2) and (B)(6) (1). The results were negative when the specimens were tested by the ilex method. There has been no impact to patient management reported. No specific patient data was provided.

Manufacturer narrative:
(B)(4). No consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.